Event description:
On (B)(6) 2012 it was reported that the patient's blood glucose (bg) levels began to increase on the morning of (B)(6) 2012 and continued to rise through the afternoon of (B)(6) 2012. The patient's bg readings were reported to read "hi". Symptoms of hyperglycemia were not reported but ketones were said to have been measured at a maximum of 3.4. The reporter said that the patient changed the infusion set and bg levels did not respond as expected. The patient was reported to have gone to the hospital and received infusion of insulin at which point the bg began to resolve. The reporter claimed that the patient was reconnected to the pump and the bg levels began to increase again. At that point, the pump was apparently removed and the patient was placed on a regimen multiple daily injections (mdi). The reporter reviewed the pump and reported that the prime history appeared to be appropriate with priming conducted on (B)(6) 2012 and (B)(6) 2012. The time and date were set correctly, the advanced settings for bolus calculations were being used by the patient and were programmed accurately, the basal settings were correct, and no associate alarms were discovered in the history. The patient was to continue on mdi until a replacement pump arrived. This complaint is being reported based on the conclusion that the patient experienced a hyperglycemic incident that required medical intervention and there was a claim that the pump was the cause of the hyperglycemia.

Manufacturer narrative:
Based on information received by animas from the distributor, the original serial number associated with this complaint was (B)(4); however, this serial number was found to be incorrect for this complaint. Animas has since received corrected complaint forms from the distributor, and the correct serial number for this complaint is (B)(4). As pump (B)(4) was already investigated for a different complaint based on previous information received from the distributor, the pump is no longer available for investigation for this complaint and no additional information can be provided.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.